Event description:
It was initially reported that from the date of implant the baclofen dose delivered via the pump was step-wise raised due to a lack of clinical effect, from 200mcg/day to 550mcg/day. The first refill occurred on (B)(6) 2011 in which the dose was raised to 600mcg/day. The actual residual volume was 8.2ml and the expected residual volume was 3.4ml (14% error). The second refill occurred on (B)(6) 2011 in which the dose was left unchanged at 600mcg/day. At this time the patient was experiencing a lack of clinical effect with severe spasticity. The actual residual volume was 16ml and the expected residual volume was 2.4ml (38% error). On (B)(6) 2011 the patient was brought to outpatient care due to severe spasticity (equal to pre-implant). The catheter was aspirated through the side port with no problem; several ml of clear liquid was aspirated without resistance. The volume in the reservoir was 31ml. A priming bolus was performed without issue. The third refill occurred on (B)(6) 2011. The patient was clinically unchanged and the dose remained at 600mcg/day. The actual residual volume was 28.5ml and the expected residual volume was 21ml (44% error). The pump was refilled with 19ml. The fourth refill occurred on (B)(6) 2011; the actual residual volume was 10.5ml and the expected residual volume was 4.3ml (42% error). The pump was again refilled with 19ml. The fifth refill occurred on (B)(6) 2011; the actual residual volume was 9.5ml and the expected residual volume was 2.2ml (43% error). The pump was again refilled with 19ml. The patient remained clinically unchanged and the dose remained at 600mcg/day. On (B)(6) 2012 the catheter was replaced. There was a low but present retrograde flow from the existing catheter and it was possible to aspirate. After connecting the new catheter, retrograde flow was verified. A priming bolus of 459mcg/14min was performed and simple continuous flow was programmed. The remaining volume was calculated to be 12.4ml. There was slight clinical improvement with muscle tone in both lower legs. The sixth refill then occurred on (B)(6) 2012. The dose was unchanged at 600mcg/day and the pump was refilled with 19ml. On (B)(6) 2012 the patient presented with symptoms of withdrawal including pruritis, agitation, limb rigidity, and hypertonia. The dose was raised to 660mcg/day. Oral lioresal and i.m. Apaurin were administered and the symptoms slowly decreased. The patient was transferred to the infectious disease department on (B)(6) 2012 with symptoms suspicious for meningitis and pneumonia. Meningitis was ruled out via lumbar puncture and the pneumonia was treated with antibiotics. The patient was discharged home on (B)(6) 2012 and at that time he was experiencing clinically high tonus; the dose was increased to 720mcg/day. The seventh refill occurred on (B)(6) 2012. The patient was clinically unchanged and the dose was raised to 800mcg/day. The actual residual volume was 11ml and the expected residual volume was 3.4ml (52% error). The pump was refilled with 39ml. The next refill was set for (B)(6) 2012. It was further reported that the pump was replaced. Upon implanting the new pump, when the first catheter was connected to the pump, a catheter access port (cap) test was performed. It was further noted that a cap test was performed on the newly implanted catheter before the pump was explanted. The catheter was connected to the pump according to the working method/ manufacturer instructions. No pump error/issue messages occurred. A rotor test was not performed prior to pump explant; and the physician indicated that "continuously very high fr ratios were for my opinion a clear sign of the problem". On the third day following replacement the physician observed the patient to be in very good condition without severe spasticity; he could move his legs and was reporting to be satisfied.

Event description:
Additional information: per pump logs a motor stall occurred on (B)(6) 2012 at 1755 with recovery at 1810, and again on (B)(6) 2012 at 1430 with recovery at 1435. No permanent motor stall was recorded. It was reported that the patient had no further complications.

Manufacturer narrative:
Catheter model: 8731sc lot# 0204383596, implant/explant: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump (B)(4), revealed a hole in the pump tubing in the pump head, a motor gear train anomaly involving corrosion, a motor feedthru anomaly, and a deformed pump tube in the pump head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.